Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was competed with a different device. No patient complications were reported and patient was in good condition.